Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with five syringes of juvéderm voluma® xc and one syringe of juvéderm volbella® xc into their cheeks, chin and lips. About four months later, after undergoing dental fillings, the patient experienced immediate lymph node swelling, facial swelling, and the filler becoming granular. The patient was treated with ciprofloxacin for 16 days and clindamycin for 22 days. Although the facial swelling has reduced, the patient reported persistent nodules on the face. The patient also used hyaluronidase, which resulted in skin discoloration. Symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4). This MDR is being submitted for the suspect product, juvéderm voluma® xc.